Manufacturer narrative:
This case will be invalidated as it has now been reported that the product is manufactured by zimmer inc. ((B)(4) USA) and it has already been reported under (B)(4) (MFR report number 0002648920-2016-03201). Therefore, zimmer (B)(4) will consider this case as closed. (B)(4).

Event description:
Follow up information received on october 04, 2016. It has now been reported that the product is manufactured by zimmer inc. ((B)(4) USA) and it has already been reported under (B)(4) (MFR report number 0002648920-2016-03201).therefore, this case will be invalidated. Please rectify your records.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb pp plate on an unknown date. The device broke on an unknown date.